Event description:
It was reported that the device is overheating at the service floor at manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the qa engineer confirmed the rotor assembly and sag head was worn. The worn rotor assembly was replaced along with the sag head assembly. Wear may limit the rotational and design properties of the device causing the failures. The drill was repaired and returned to the customer after passing final inspection.